Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the jaw did not open after the trigger was grasped to feed the clip into the jaw. After that, when the device was fired to check the function, the clip was not fed into the jaw properly. Therefore, the second device was going to be used. However, the clip was not also fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional information received 12/15/2009: "the jaw was opened when the trigger was grasped much more. At the same time, the next clip was loaded into the jaw."